Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 27 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness. The patient drank 4 ounces of juice. The patient was given was given a shot uf glucose by the fire department. The patient was taken to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient was treated with intravenous sugar water, the patient was released from the hospital after 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.